Event description:
The threads on the shell inserter without rotation control was damaged during impacting. There was no delay in the surgical procedure. A second shell inserter was used to complete the surgical procedure.